Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had been having trouble charging their implant off and on for 6 months. Patient stated it was getting to the point where when they went to charge the implant, even if they breathed wrong, the controller would say poor connection. Patient said they had to have the recharger holding the device to their back and the controller never told them when they were finished charging the implant. Patient also stated lately they had not been able to get the implant to 100% and the implant would only go to 90% and then it would say finished. Patient mentioned they have not been able to get their implant to 100% for at least a month. During the call, patient was in a charge session; controller 50% and implant 80% charging at an excellent connection. Agent instructed patient to stop the charge session and to check for visible damage; patient confirmed no visible damage to the ac power supply, recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Patient unlocked the controller, controller showed in MRI mode, patient exited MRI mode and confirmed they can feel the stimulation. Agent then instructed patient to start a charge session then agent noticed the call was disconnected. Agent reached out to patient, was unable to get ahold of patient and agent left a voicemail for patient to call back to further troubleshoot. Other: patient mentioned they had neuropathy real bad.